Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildy calcified vessel in the right elbow. A 6.0 x 100, 75cm mustang balloon catheter was advanced for post dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 6mm distal to the distal edge of the distal markerband and extending approximately 33mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel in the right elbow. A 6.0 x 100, 75cm mustang balloon catheter was advanced for post dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications reported.